Event description:
Customer reported the "all alarms off" message disappeared from cic display without user interaction. No adverse pt outcome reported. Investigation by MFR determined event to be software related. This issue will be resolved with a software upgrade.